Event description:
The complaint received states that during an interventional procedure, the savvy balloon had leakage of saline at the area where the hub is attached to the body of the catheter. There is no pt specific info available. There is no procedure specific info available. The product will not be returned for analysis as it was discarded by the account. There was no report of injury for the pt. A review of the device history records associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The complaint of pta system leakage was investigated; however, without return of the device for fal analysis, the investigation is limited. There is no evidence to suggest there were any mfg issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the severely limited info does not suggest what factors may have contributed to the reported difficulty.